Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a vibration anomaly. The customer¿s blood glucose level was unknown. The customer states the vibrate randomly stopped alerting me on low. The customer states pump is neither beeping nor vibrating currently as well as battery is not low. The customer was assisted with troubleshooting and pump did not vibrate during the vibrate test. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The additional information has been provided with this report. Insulin pump was received with no act, escape and up button response due to corroded keypad traces. No button error alarm and no audio/vibrate anomaly during testing noted. Insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, stained end cap sticker, stained address/serial number label, cracked belt clip slot and cracked battery tube threads.

Event description:
It was reported via phone call that the customers weight was (B)(6) pounds.